Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device had never fully charge, and it just got worse and worse. They indicated they were ¿adjusted a couple of times, and it helped during that time.¿ they indicated that their doctor sold their practice, and they got lost in all of the device replacement paperwork. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their leads were replaced when their previous implantable neurostimulator (ins) was replaced, and it was horrible. The patient stated that they were in the hospital overnight. They weren¿t sure why their ins and leads were changed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.